Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that the ltv 1200 unit alarmed hardware fault and there is no turbine operation. The customer confirmed that there was no patient involvement associated with the reported event.